Event description:
On (B)(6) 2020, the patient was transferred urgently for an unknown cause. The (non-microport crm) leads were checked and did not show any issue. As the patient developed prolonged rr, a temporary pacemaker was set. On (B)(6) 2020, a follow-up was performed. No anomaly was shown for leads measurement. There were two ventricular run events in device memory, which appeared to have resulted from ventricular lead noise. The patient moved her arms up and down, the physician touched around implanted area but the event did not reoccur. On (B)(6) 2020, another follow-up was performed and no anomaly was found. Two additional ventricular run events were found in device memory, also resulting from ventricular lead noise. The hospital monitor also detected ventricular pacing according to the setting of temporary pacemaker, at a rate lower than original pacemaker setting. The reporting physician checked if the event occurred due to patient¿s position (by raising her upper body, laying on her right side or left side), but the event did not reoccur. On (B)(6) 2020, a re-intervention was performed. Pacing system analyzer (psa) measurement was performed for the ventricular lead but no anomaly was found. Though no anomaly was found, the ventricular lead was abandoned and an additional ventricular lead was implanted. The pacemaker was also replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2020, the patient was transferred urgently for an unknown cause. The (non-microport crm) leads were checked and did not show any issue. As the patient developed prolonged rr, a temporary pacemaker was set. On (B)(6) 2020, a follow-up was performed. No anomaly was shown for leads measurement. There were two ventricular run events in device memory, which appeared to have resulted from ventricular lead noise. The patient moved her arms up and down, the physician touched around implanted area but the event did not reoccur. On (B)(6) 2020, another follow-up was performed and no anomaly was found. Two additional ventricular run events were found in device memory, also resulting from ventricular lead noise. The hospital monitor also detected ventricular pacing according to the setting of temporary pacemaker, at a rate lower than original pacemaker setting. The reporting physician checked if the event occurred due to patient¿s position (by raising her upper body, laying on her right side or left side), but the event did not reoccur. On (B)(6) 2020, a re-intervention was performed. Pacing system analyzer (psa) measurement was performed for the ventricular lead but no anomaly was found. Though no anomaly was found, the ventricular lead was abandoned and an additional ventricular lead was implanted. The pacemaker was also replaced.